Event description:
It was reported the hcp placed the lead and after everything was completed, the pt was unable to move their legs. The hcp explanted the lead. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.